Event description:
The device was used during a laparoscopic cholelcystectomy. The clips were dropping out of the jaws. The surgeon was able to retrieve the 2 clips from the abdomen. Another device was opened to complete the case.